Event description:
(B)(4). Abnormal cycles, bleeding more days than not. Pain during and after sexually intercourse. Pelvic pain, pinching, almost like barb wire on the inside. Chronic fatigue. Excruciating cramps even with and without the cycle. Soreness of the breast. Numbness in the legs. Hair loss. Weight gain. Depression. Fogged memory. Nickel allergy!!!!!